Manufacturer narrative:
Approximate age of device - 1 year, 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient has had two episodes of subtherapeutic inrs in the past 6 weeks. Laboratory test results indicated high levels of lactate dehydrogenase (ldh) and an echocardiogram performed was suggestive of thrombosis. The healthcare providers suspect device thrombosis. Additional information was requested; however, none has been provided.

Manufacturer narrative:
No further information was provided. The patient remains ongoing on (B)(4). The manufacturer is closing the file on this event.

Event description:
Additional information received 01jun2019: the patient's vad serial number was reported as (B)(4).

Manufacturer narrative:
The serial number of the pump was requested but not provided; therefore the manufacture and expiration dates are unknown. Manufacturer's investigation conclusion: the device remains in use and was not available for evaluation. The report of suspected thrombus and a specific cause for the reported elevated lactate dehydrogenase (ldh) cannot be conclusively determined. The patient¿s log file from the time of the event was submitted which captured normal pump parameters while the device was operating at the set speed of 9200 rpms. No unusual events were captured in the log file. Hemolysis and thrombus are listed in the instructions for use (IFU) as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The section entitled "pump performance monitoring" outlines indications of pump thrombosis as well as how to respond to such events. The IFU also outlines anticoagulation therapies and recommended inr levels. The patient remains ongoing on heartmate ii lvas and no further events have been reported. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient received thrombolytic agents for 5 days and the thrombosis seemed to have cleared. The patient was discharged home.